Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Additionally, cause of the observed malfunctions, including white foreign material in the air water cylinder and air water tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope exhibited foreign objects in the air water cylinder and air water tube, along with corrosion of the light guide lens. There was no patient involvement.